Event description:
It was reported to intuvie that the pump experienced a backflow issue, which began after the patient was connected. Intravenous immunoglobulin (ivig) medication was being infused at the time. No harm to the patient or user was reported. The treatment was successfully completed using an alternative pump, and the patient was discharged without sequelae.

Manufacturer narrative:
It was reported to intuvie that the pump experienced a backflow issue, which began after the patient was connected. Intravenous immunoglobulin (ivig) medication was being infused at the time. No patient or user harm was reported. The treatment was completed using an alternative pump, and the patient was discharged without sequelae. The device was returned for evaluation. No issues were found during the investigation; therefore, the failure mode could not be confirmed, and the probable cause remains undetermined. Reference to complaint # (B)(4).